Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event, the issue was identified when the device was first turned on for the day. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was giving a movement error and that geometry movements were not available. Troubleshooting determined that the system's geometry pc (geo ipc) was would not start. The fse attempted to reload the geo ipc software, but the system gave an "other unknown system" error message. The geo ipc was determined to be defective and the fse replaced it. The geo ipc was returned for analysis but no conclusion could be made from the failure testing as the battery had been removed prior to shipping due to an export policy. After replacement of the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert during self-test, preventing use. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event, the issue was identified when the device was first turned on for the day. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was giving a movement error and that geometry movements were not available. Troubleshooting determined that the system's geometry pc (geo ipc) was would not start. The fse attempted to reload the geo ipc software, but the system gave an "other unknown system" error message. The geo ipc was determined to be defective and the fse replaced it. The geo ipc was returned for analysis but no conclusion could be made from the failure testing as the battery had been removed prior to shipping due to an export policy. After replacement of the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.